Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the catheter guidewires break down while in use". This complaint was submitted with minimal information and no additional information is expected.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the guide wire breaks down while in use was confirmed. The customer returned one guide wire. No other components were received. Visual examination of the returned guide wire confirmed one kink in the wire near the middle of the wire. Microscopic examination confirmed the one kink and confirmed that both welds were full and spherical. A manual tug test confirmed that both welds remain intact. The one kink was measured at 45.1 cm from the distal weld. The guide wire measured approximately 684 mm in the total length and exhibited an outside diameter (od) measured 0.806 mm. The returned guide wire did not meet the length specification but does meet the od specification per the guide wire graphic (length: 596-604 mm and od: 0.788- 0.826 mm). The returned guide wire is not the guide wire packaged in this kit. The instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. The device history record review was performed and did not reveal any manufacturing related issues. Since returned guide wire length does not match the guide wire packaged in this kit, the origin of the returned wire and the cause of the defect observed in the wire cannot be determined. No further action will be taken.